Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precision glide¿ multiple sample needle, the device experienced foreign matter on the needle tip. The following information was provided by the initial reporter. The customer stated: the customer reported about dirt on the needle tip.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on the needle tip. The following information was provided by the initial reporter. The customer stated: the customer reported about dirt on the needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-may-2022. H.6. Investigation: bd received a sample and attached four (4) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula. Bd was not able to identify a root cause for the indicated failure mode.